Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the pump had always seemed to have a lot of ¿movement/float¿ yet it stayed in the general vicinity of the implantation site. It ¿evidently decided to take a walkabout¿ and was sitting above the patient¿s groin. The patient started to have some muscle spasms on that side a few weeks prior which got worse. This was when the patient noticed the pump had moved. It was still working and the catheter had not come loose because the patient was still walking and able to lift his or her legs. The patient¿s physiatrist confirmed ¿what happened.¿ it gave the patient quite a bit of pain when not reclining or lying down, so the patient had been spending a lot of time reclining and/or lying down as well as working from the bed or recliner. It was noted the patient had worn a binder for almost the entire time with the pump.

Event description:
The patient had been stable with the pump dosage, and had not had to get the pump adjusted between refills. However, the dose was increased 5% at the last pump refill (date not specified) and reporter thought that the dose was around 170 mcg. The only ongoing issue that the patient experienced was that the pump continued to ¿float¿ and seemed to cause some muscle spasms when it did. The patient had a binder put on for a few days, and that seemed to stabilize the issue. The patient¿s pump was refilled the previous week as of (B)(6) 2014, and the pump managing physician and patient had discussed the ¿threat¿ that was outlined in the pump recall. The patient had the pump for three years, and indicated that the recall seemed to state that there was a possibility of a pump battery failure after four years. Per the pump serial number, it was listed as being one of the pumps as a part of the recall. The patient was not interested in replacing the pump because it ¿might fail.¿ the patient believed that the pump had been the best thing that was ever done in the patient¿s multiple sclerosis journey. Drug delivered via the device was baclofen.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient had a revision surgery. The pump was not replaced. The sutures that kept the pump in place had broken causing the pump to be floating down in the patient¿s lower abdomen. The catheter and pump were ¿working fine, just out of place.¿ after removing the pump from its ¿fallen state,¿ the surgeon cleaned up the area and moved the pump up high above the patient¿s belly button and a little off center to the left, which seemed to be a good place. After the surgery the patient was sorer than she had been with other surgeries. The incision also ¿looked bigger¿ and the patient was wearing a binder. The patient went to the hospital at 5:30am, had surgery from 7:45 to 11:30, and was allowed to leave the hospital at 1:30. It was noted the pump had been the best decision the patient made in their multiple sclerosis history.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).